Event description:
It was reported to boston scientific corporation on april 28, 2009 that a cre balloon catheter was used during an esophagogastroduodenoscopy procedure with dilatation performed on (B) (6) 2009. According to the complainant, during the procedure, the balloon was inflated and ruptured at 7atms. No fragments detached from the balloon . The procedure was completed with another cre balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4). The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).